Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen in-clinic due to receiving an inappropriate shock. The shock occurred during sexual activity when the patient was lying in bed with his wife, who also received the shock. Automatic configuration validates all vectors in the two positions, with the additional vector selected in gain 1 with smart pass feature on. Noise was well discriminated on this vector during the various maneuvers, whereas there was a little over-detection on the secondary vector. It was not possible to reproduce the same pattern on the primary vector as during the shock, despite manipulating the device and electrode and counteracting the maneuvers. The gain 2 secondary vector was programmed with smart charge extended to maximum. A new data transmission was provided, at the moment due to the potential situation of sense b node issue the action would be remaining in secondary vector. The device data is not showing huge anomalies in terms of noise or transitions to tachy profile one week with secondary programmed. Additional information was provided, it was reported that the patient received another inappropriate shock on myopotentials with the secondary vector. Technical services recommended programming the device to the alternative vector and recommended to evaluate the patient in-clinic for troubleshooting. The patient was seen for new troubleshooting, during automatic configuration, the supplementary vector was automatically selected in gain 1. When switching to gain 2, it seems to be too wide sometimes over 1.2mv. The patient performed various maneuvers with the additional vector in gain 1 and was unable to reproduce any non-physiological noise. Programmer log files were provided for review and technical services indicated in both automatic setup alternate vector had the best score in both postures compared to primary and secondary vectors. The primary vector and secondary vector both were unsuccessful due to low amplitude. Technical services recommended 3 month follow-up which can be supplemented via latitude. Recently, the patient was hospitalized due to recent device charging as a result of over-sensed atrial fibrillation (af). Due to this, as well as the history of inappropriate shocks due to over-sensed myopotential noise and sense node b artifacts, the physician programmed off therapy to prevent further inappropriate shocks. Provocative maneuvers were performed, which confirmed reproducible artifacts. The physician and patient agreed to a s-ICD system explant. Subsequently, this system was explanted and replaced with a transvenous system to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen in-clinic due to receiving an inappropriate shock. The shock occurred during sexual activity when the patient was lying in bed with his wife, who also received the shock. Automatic configuration validates all vectors in the two positions, with the additional vector selected in gain 1 with smart pass feature on. Noise was well discriminated on this vector during the various maneuvers, whereas there was a little over-detection on the secondary vector. It was not possible to reproduce the same pattern on the primary vector as during the shock, despite manipulating the device and electrode and counteracting the maneuvers. The gain 2 secondary vector was programmed with smart charge extended to maximum. A new data transmission was provided, at the moment due to the potential situation of sense b node issue the action would be remaining in secondary vector. The device data is not showing huge anomalies in terms of noise or transitions to tachy profile one week with secondary vector programmed. No additional adverse patient effects were reported. This device and electrode remain in-service. Additional information was provided, it was reported that the patient received another inappropriate shock on myopotentials with the secondary vector. Technical services recommended programming the device to the alternative vector and recommended to evaluate the patient in-clinic for troubleshooting. No additional adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen in-clinic due to receiving an inappropriate shock. The shock occurred during sexual activity when the patient was lying in bed with his wife, who also received the shock. Automatic configuration validates all vectors in the two positions, with the additional vector selected in gain 1 with smart pass feature on. Noise was well discriminated on this vector during the various maneuvers, whereas there was a little over-detection on the secondary vector. It was not possible to reproduce the same pattern on the primary vector as during the shock, despite manipulating the device and electrode and counteracting the maneuvers. The gain 2 secondary vector was programmed with smart charge extended to maximum. A new data transmission was provided, at the moment due to the potential situation of sense b node issue the action would be remaining in secondary vector. The device data is not showing huge anomalies in terms of noise or transitions to tachy profile one week with secondary programmed. Additional information was provided, it was reported that the patient received another inappropriate shock on myopotentials with the secondary vector. Technical services recommended programming the device to the alternative vector and recommended to evaluate the patient in-clinic for troubleshooting. The patient was seen for new troubleshooting, during automatic configuration, the supplementary vector was automatically selected in gain 1. When switching to gain 2, it seems to be too wide sometimes over 1.2mv. The patient performed various maneuvers with the additional vector in gain 1 and was unable to reproduce any non-physiological noise. Programmer log files were provided for review and technical services indicated in both automatic setup alternate vector had the best score in both postures compared to primary and secondary vectors. The primary vector and secondary vector both were unsuccessful due to low amplitude. Technical services recommended 3 month follow-up which can be supplemented via latitude. Recently, the patient was hospitalized due to recent device charging as a result of over-sensed atrial fibrillation (af). Additionally, it was stated that the patient had received an additional two inappropriate shocks while jogging, due to a decreased rhythm morphology. The physician suspected that the s-ICD electrode was potentially fractured. Due to this, as well as the extensive history of inappropriate shocks due to over-sensed myopotential noise and sense node b artifacts, the physician programmed off therapy to prevent further inappropriate therapy. Provocative maneuvers were performed, which confirmed reproducible artifacts. The physician and patient agreed to a s-ICD system explant. Subsequently, this system was explanted and replaced with a transvenous system to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen in-clinic due to receiving an inappropriate shock. The shock occurred during sexual activity when the patient was lying in bed with his wife, who also received the shock. Automatic configuration validates all vectors in the two positions, with the additional vector selected in gain 1 with smart pass feature on. Noise was well discriminated on this vector during the various maneuvers, whereas there was a little over-detection on the secondary vector. It was not possible to reproduce the same pattern on the primary vector as during the shock, despite manipulating the device and electrode and counteracting the maneuvers. The gain 2 secondary vector was programmed with smart charge extended to maximum. A new data transmission was provided, at the moment due to the potential situation of sense b node issue the action would be remaining in secondary vector. The device data is not showing huge anomalies in terms of noise or transitions to tachy profile one week with secondary vector programmed. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen in-clinic due to receiving an inappropriate shock. The shock occurred during sexual activity when the patient was lying in bed with his wife, who also received the shock. Automatic configuration validates all vectors in the two positions, with the additional vector selected in gain 1 with smart pass feature on. Noise was well discriminated on this vector during the various maneuvers, whereas there was a little over-detection on the secondary vector. It was not possible to reproduce the same pattern on the primary vector as during the shock, despite manipulating the device and electrode and counteracting the maneuvers. The gain 2 secondary vector was programmed with smart charge extended to maximum. A new data transmission was provided, at the moment due to the potential situation of sense b node issue the action would be remaining in secondary vector. The device data is not showing huge anomalies in terms of noise or transitions to tachy profile one week with secondary vector programmed. No additional adverse patient effects were reported. This device and electrode remain in-service. Additional information was provided, it was reported that the patient received another inappropriate shock on myopotentials with the secondary vector. Technical services recommended programming the device to the alternative vector and recommended to evaluate the patient in-clinic for troubleshooting. The patient was seen for new troubleshooting, during automatic configuration, the supplementary vector was automatically selected in gain 1. When switching to gain 2, it seems to be too wide sometimes over 1.2mv. The patient performed various maneuvers with the additional vector in gain 1 and was unable to reproduce any non-physiological noise. Programmer log files were provided for review and technical services indicated in both automatic setup alternate vector had the best score in both postures compared to primary and secondary vectors. The primary vector and secondary vector both were unsuccessful due to low amplitude. Technical services recommended 3 month follow-up which can be supplemented via latitude. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen in-clinic due to receiving an inappropriate shock. The shock occurred during sexual activity when the patient was lying in bed with his wife, who also received the shock. Automatic configuration validates all vectors in the two positions, with the additional vector selected in gain 1 with smart pass feature on. Noise was well discriminated on this vector during the various maneuvers, whereas there was a little over-detection on the secondary vector. It was not possible to reproduce the same pattern on the primary vector as during the shock, despite manipulating the device and electrode and counteracting the maneuvers. The gain 2 secondary vector was programmed with smart charge extended to maximum. A new data transmission was provided, at the moment due to the potential situation of sense b node issue the action would be remaining in secondary vector. The device data is not showing huge anomalies in terms of noise or transitions to tachy profile one week with secondary programmed. Additional information was provided, it was reported that the patient received another inappropriate shock on myopotentials with the secondary vector. Technical services recommended programming the device to the alternative vector and recommended to evaluate the patient in-clinic for troubleshooting. The patient was seen for new troubleshooting, during automatic configuration, the supplementary vector was automatically selected in gain 1. When switching to gain 2, it seems to be too wide sometimes over 1.2mv. The patient performed various maneuvers with the additional vector in gain 1 and was unable to reproduce any non-physiological noise. Programmer log files were provided for review and technical services indicated in both automatic setup alternate vector had the best score in both postures compared to primary and secondary vectors. The primary vector and secondary vector both were unsuccessful due to low amplitude. Technical services recommended 3 month follow-up which can be supplemented via latitude. Recently, the patient was hospitalized due to recent device charging as a result of over-sensed atrial fibrillation (af). Additionally, it was stated that the patient had received an additional two inappropriate shocks while jogging, due to a decreased rhythm morphology. The physician suspected that the s-ICD electrode was potentially fractured. Due to this, as well as the extensive history of inappropriate shocks due to over-sensed myopotential noise and sense node b artifacts, the physician programmed off therapy to prevent further inappropriate therapy. Provocative maneuvers were performed, which confirmed reproducible artifacts. The physician and patient agreed to a s-ICD system explant. Subsequently, this system was explanted and replaced with a transvenous system to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system was received for analysis.